Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the device would not cauterize. Received limited information but no excessive bleeding was mentioned. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) at the butt end of the electrode near the weldment. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning. The damage on the insulation causes the active rod to contact the upper jaw creating an electrical short preventing delivery of rf power from the generator and the replace device warning. The insulation was skived when the active rod was inserted into the shaft during assembly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during biomed testing. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.